Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that the patient underwent a pulserider-assisted coil embolization of a basilar tip aneurysm on (B)(6) 2021. The pulserider t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3048055216) was deployed in an extra-aneurysmal position at the posterior cerebral artery (pca). After the deployment of the pulserider anrd, five unspecified coils were implanted and the attempt to detach the pulserider anrd was made. The detachment cycle was performed twice, and the detachment cycle light flashed as expected. The concomitant prowler select plus microcatheter (unknown product code / unknown lot) was advanced and the physician checked the movement of the marker, but the microcatheter covered the right leg marker. The physician pressed the detachment button again because the right leg was not able to be detached. The microcatheter was advanced again and it was confirmed that the pulserider anrd had detached. There was an intermittent acoustic signal and a steady green indicator display on attempt to detach; this indicated that the detachment was successful on the second detachment attempt. The detachment system did not show a ¿fault¿ when the pulserider anrd was connected. It was reported that the pulserider anrd was not used as per the instructions for use (IFU). The needle used in conjunction with the pulserider anrd was a 23g (gauge) needle. The IFU recommends use of a 20g or 22g sterile needle. On 26 july 2021, additional information was received. The information indicated that the patient was paralyzed, which was considered to be an influence of the pulserider anrd. The perforators around the pulserider leg appeared to be clogged. The patient has been hospitalized. The physician considered the event serious. On 05 august 2021, additional information was received. The information indicated that the onset date of the paralysis is around (B)(6) 2021. The thrombus was identified after the procedure; how long from the completion of the procedure to the identification of the thrombus is unknown. The physician thinks the leg of the pulserider anrd might have embolized the penetration branch. The pulserider anrd fully expanded with good wall apposition between all areas of the stent and the vessel. The possibility of the thrombosis resulting in the infarction cannot be ruled out as the basilar artery penetration branch may have been embolized. There is no evidence of parent artery nor side branch occlusion. The additional information stated that it was unknown if the event required medical and/or surgical intervention. The paralysis has not resolved. It is not known if the patient has been discharged prior to the paralysis onset requiring new hospitalization for further diagnosis. There was no coil protrusion into the parent vessel that may have contributed to the event. Pre- and post-procedure of antiplatelet medication / intra and post-procedure heparin dosages are not known. The patient was reported as compliant with medications. Anonymized images / angiographs of the procedure are not available. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (3048055216) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral infarction is a known potential adverse event associated with the use of the pulserider anrd in coil embolization procedures and are listed in the IFU as such. Per the pulserider IFU: typical antiplatelet and anticoagulation regimen used for interventional intracranial procedures is recommended at the discretion of the treating physician. This typically consists of pre-procedure dual antiplatelet therapy for three to five days (if possible), intraoperative intravenous anticoagulant therapy, intravenous anticoagulant therapy for 24 hours post-procedure, dual antiplatelet therapy for at least 90 days post-procedure, and antiplatelet monotherapy for life. With the amount of information available and without procedural or diagnostic imaging, it is not possible to draw a clinical conclusion between the device and the reported event. However, there are patient, procedural, and pharmacological factors that may have contributed rather than the design or manufacture of the device. Since the cerebral infarction cannot be disassociated from the pulserider anrd, the event meets MDR reporting criteria with the classification of ¿serious injury.¿ difficulty to detach is a known potential procedural complication associated with the pulserider anrd. The anrd detachment system IFU states that a 20g or 22g sterile needle is required for each procedure. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors that may have contributed to the reported detachment difficulty. There is no indication of any device manufacturing issues related to the event. The alleged detachment difficulty does not meet MDR reporting criteria. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or another significant adverse event, is remote. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient underwent a pulserider-assisted coil embolization of a basilar tip aneurysm on (B)(6) 2021. The pulserider t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3048055216) was deployed in an extra-aneurysmal position at the posterior cerebral artery (pca). After the deployment of the pulserider anrd, five unspecified coils were implanted and the attempt to detach the pulserider anrd was made. The detachment cycle was performed twice, and the detachment cycle light flashed as expected. The concomitant prowler select plus microcatheter (unknown product code / unknown lot) was advanced and the physician checked the movement of the marker, but the microcatheter covered the right leg marker. The physician pressed the detachment button again because the right leg was not able to be detached. The microcatheter was advanced again and it was confirmed that the pulserider anrd had detached. There was an intermittent acoustic signal and a steady green indicator display on attempt to detach; this indicated that the detachment was successful on the second detachment attempt. The detachment system did not show a ¿fault¿ when the pulserider anrd was connected. It was reported that the pulserider anrd was not used as per the instructions for use (IFU). The needle used in conjunction with the pulserider anrd was a 23g (gauge) needle. The IFU recommends use of a 20g or 22g sterile needle. On 26 july 2021, additional information was received. The information indicated that the patient was paralyzed, which was considered to be an influence of the pulserider anrd. The perforators around the pulserider leg appeared to be clogged. The patient has been hospitalized. The physician considered the event serious. On 05 august 2021, additional information was received. The information indicated that the onset date of the paralysis is around (B)(6) 2021. The thrombus was identified after the procedure; how long from the completion of the procedure to the identification of the thrombus is unknown. The physician thinks the leg of the pulserider anrd might have embolized the penetration branch. The pulserider anrd fully expanded with good wall apposition between all areas of the stent and the vessel. The possibility of the thrombosis resulting in the infarction cannot be ruled out as the basilar artery penetration branch may have been embolized. There is no evidence of parent artery nor side branch occlusion. The additional information stated that it was unknown if the event required medical and/or surgical intervention. The paralysis has not resolved. It is not known if the patient has been discharged prior to the paralysis onset requiring new hospitalization for further diagnosis. There was no coil protrusion into the parent vessel that may have contributed to the event. Pre- and post-procedure of antiplatelet medication / intra and post-procedure heparin dosages are not known. The patient was reported as compliant with medications. Anonymized images / angiographs of the procedure are not available.